Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Dealer states actuator is grinding and will not engage. Follow up call, dealer stated that when putting power to the lift, it would help it move but it would grind. Dealer would force it down by hand, power off, and it would raise back up on it's own. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.